Event description:
Reportedly, at implant lead was introduced with some flexibility noted on the lead tip. Testing multiple occasions and locations yielded low impedance and noise. Upon removal, the white lead tip appears to be coming away from the silicone lead body and proximal electrode.

Manufacturer narrative:
The review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the electrical issues reported is due to the contact between the inner and the outer coils due to detachment of the inner tube from the core tip, which lead to blood infiltration at the inner and outer coil level. The causes for the detachment of the inner tube are currently unknown and under investigation. Ongoing actions are carried out to prevent re-occurrence even if such type of issue is very rare. The vega r58 s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, at implant lead was introduced with some flexibility noted on the lead tip. Testing multiple occasions and locations yielded low impedance and noise. Upon removal, the white lead tip appears to be coming away from the silicone lead body and proximal electrode. The physician decided to not implant the lead and to use a new one.